Event description:
This case was initially received via regulatory authority (FDA, reference number: mw5075317) on 12-mar-2018. This spontaneous case was reported by a regulatory authority and describes the occurrence of device dislocation ("essure implant in left fallopian tube migrated") and abdominal infection ("organs in abdomen infected and inflammed") in a female patient who had essure inserted for sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. In 2018, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal infection (seriousness criterion medically significant) with pyrexia. On an unknown date, the patient experienced fatigue ("fatigue"), vaginal haemorrhage ("clotting") and headache ("headaches"). The patient was treated with ciprofloxacin (cipro), metronidazole (flagyl), paracetamol (tylenol) and surgery. At the time of the report, the device dislocation had not resolved and the abdominal infection, fatigue, vaginal haemorrhage and headache outcome was unknown. The reporter considered abdominal infection, device dislocation, fatigue, headache and vaginal haemorrhage to be related to essure. The reporter commented: an intervention was mentioned but not specified and/or assigned to one of the events. Consumer is now facing a surgery to remove essure and a possible hysterectomy based on the fact that the device can fragment and break apart easily. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - in 2018: abdominal organ infected and inflammed. Ultrasound scan - in 2018: left essure migrated. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5075317) on 12-mar-2018. The most recent information was received on 18-sep-2018. This spontaneous case was reported by a regulatory authority and describes the occurrence of device dislocation ("essure implant in left fallopian tube migrated") and abdominal infection ("organs in abdomen infected and inflamed") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. In 2018, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal infection (seriousness criterion medically significant) with pyrexia. On an unknown date, the patient experienced fatigue ("fatigue"), vaginal haemorrhage ("clotting") and headache ("headaches"). The patient was treated with ciprofloxacin (cipro), metronidazole (flagyl), paracetamol (tylenol) and surgery. At the time of the report, the device dislocation had not resolved and the abdominal infection, fatigue, vaginal haemorrhage and headache outcome was unknown. The reporter considered abdominal infection, device dislocation, fatigue, headache and vaginal haemorrhage to be related to essure. The reporter commented: an intervention was mentioned but not specified and/or assigned to one of the events. Consumer is now facing a surgery to remove essure and a possible hysterectomy based on the fact that the device can fragment and break apart easily. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - in 2018: abdominal organ infected and inflamed. Ultrasound scan - in 2018: left essure migrated. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2018: quality-safety evaluation of product technical complaints. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.